Event description:
It was reported that during cardio-pulmonary bypass, air introduction into the venous bubble trap was observed. Bubbles at the 3 way (blue) stopcock were also seen. The introduction of air appeared to be coming from outside of the device. The amount of air increased when the venous pressure (negative) was increased up to -180/-200. No air was introduced into the pt as seen or measured, but a large amount of air had to be vented to the cell saver. The case was completed with the device, with no pt effect reported. Ref : # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested and at the inner connector area of the 2-way stopcock cap scratch marks have been detected. Maquet cardiopulmonary is aware of similar complaints and an internal process ((B)(4)) was initiated to determine the root cause and appropriate corrective action. A supplemental medwatch will be submitted when additional info becomes available.